Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a revision procedure. No further information has been obtained.